Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient reported the cgm values returned, the value was reading low. The patient was unable to recall his last known cgm value prior to the sensor errors. No bg meter readings were taken either. The patient became unresponsive, was ¿bug-eyed¿ and was making strange noises. The patient¿s spouse treated the patient with a gvoke injection and then called ems. Ems arrived around 1230am and the patient¿s bg meter reading was around 40 mg/dl. Ems treated the patient with (2) bottles of an unspecified oral solution. After treatment, the patient regained consciousness after approximately thirty minutes. The patient¿s bg meter at this time was around 65-70 mg/dl. The patient declined transport to the ER. At the time of report, the patient was ¿fine¿ with a cgm value of around 250 mg/dl. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.